Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial #: (B)(4), product type: lead. Product ID: 977a290, serial #: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a settings not available message seen on the patient controller. The patient has 1 group available to her and when she tries to adjust the stimulation on program 1 and 2, she was getting the settings not available message. The patient is able to turn the stimulation down, but it will not go back up to where it was at before she decreased it. When the patient locks the patient controller and ten goes to unlock it, she immediately sees the settings not available message. The patient controller is at 100% charge and the implantable neurostimulator is at 60% charge. When the implantable neurostimulator is at 100% charge, the patient still sees the settings not available message. Additional information was received from the patient. It was reported that the patient met with a manufacturer representative (rep), and they determined that the electrodes were "faulty." The rep changed the program and "more problems happened." The patient will have the leads replaced. No further complications are anticipated.